Event description:
It was reported that the device was in use with patient for infusion of medication for treatment of pulmonary arterial hypertension (drug name not provided). The reporter stated the device gave an alarm during infusion with alert message "cartridge removed". No adverse effects to patient reported.